Event description:
Company representative reported that "during the case, the acetabulum was broken while the drill was being applied. The spare device was not used." Update as per field representative april 3, 2020: I have asked our company representative and there was no fracture of the patient¿s acetabulum. The fracture was only our part.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a trident driver shaft was reported. The event was confirmed. Method & results: -device evaluation and results: the shaft was examined with the aid of a stereo-microscope at magnifications up to 50x. The distal fracture surface was examined using a scanning electron microscope (sem). The fracture surface morphology was consistent with torsional overload. -clinician review: no medical records were received for review with a clinical consultant -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar event for the lot referenced. Conclusion: it was reported that the driver shaft fractured during surgery. The shaft was examined with the aid of a stereo-microscope at magnifications up to 50x. The distal fracture surface was examined using a scanning electron microscope (sem). The fracture surface morphology was consistent with torsional overload. Energy dispersive spectrscopy showed that the base material of the flex shaft was consistent with 17-7 stainless steel. Based on the given information no materials discrepancies were observed on the surfaces examined. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar event for the lot referenced. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Company representative reported that "during the case, the acetabulum was broken while the drill was being applied. The spare device was not used." Update as per field representative april 3, 2020: I have asked our company representative and there was no fracture of the patient¿s acetabulum. The fracture was only our part.